Event description:
During verification testing at the service center, the device did not deliver a dose when the bolus cord button was pressed.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus button was pressed. This was due to a missing contact pin in the bolus connection socket on the bottom end cap. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in the case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).